Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. A leak test, clear passage test, clamp function test, and integrity of seal test were performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported condition could not be duplicated through a sample analysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the transfer set was not connecting to the titanium adapter well after the transfer set was changed. The patient connector would not lock to the titanium adapter. There was no issue with the titanium adapter which was still in use without problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up report will be submitted.